Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not successfully implanted due to the patient condition of high defibrillation thresholds. There were no allegations or complaints against the operation or functionality of the device. It was returned and archived. The device was retrieved from archive for further investigation. The titanium casing was opened. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification.